Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that during an operation the right ventricular auto capture test was performed and after loss of capture (loc) was appropriately noted, the test did not stop and there was approximately seven seconds of asystole. Boston scientific technical services (ts) noted that an open pocket condition may affect the measurement and test. The patient and model serial number information was not able to be obtained by the field representative. No adverse patient effects were reported.